Manufacturer narrative:
Concomitant medical products: medfusion 4000 syringe pump. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the extension set filter occluded after 8 hours of use during an infusion of intralipids infusing via a central line at a rate of 0.6 ml/hour for a duration of 20 hours with a vtbi of 20 mls. The filter occlusion caused the device to alarm ¿increasing pressure¿. Upon assessment, the filter was unable to be flushed and the nightshift nurse had to replace both the tubing set and the filter. After flushing the new tubing set and filter, there was not enough intralipid volume remaining in the syringe to infuse the ordered dose. It was then reported there was a decreased dose of intralipids over the 20 hour infusion. There were no adverse affects to the patient.